Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the acetabular window trial was attached to the cup inserter and was impacted into the pt's acetabulum with a very tight fit. When the surgeon tried to remove the inserter, all of the threading stripped and we could not remove the window trial. It was eventually removed with other non-stryker instruments at the hospital taking approx 15 mins."